Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 904 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was still in the hospital at the time of call. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump. Insulin pump passed displacement test. Full troubleshooting could not be performed due to customer being in intensive care unit and troubleshooting was done with nurse.